Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing a letter from their dentist. In the letter the dentist states based on the examination of the patient it is determined that continuing the aligner treatment with byte is not in the best interest of the patient's dental health due to concerns that include bit misalignment, crowding and fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.